Manufacturer narrative:
Evaluation completed. See attached failure investigation summary report.

Event description:
It was reported that the respiratory therapist received a call from the nurse stating that the ventilator made a loud alarm noise, powered off, and then spontaneously powered back on. During the reboot, the nurse removed the patient from the ventilator and manually ventilated the patient. There was no harm to the patient as the spo2 remained 96% during the entire incident. The respiratory therapist placed the patient back on the ventilator after a successful reboot and it was ventilating the patient, however, to be safe the patient was placed on another ventilator. The hospital is unable to share patient demographics due to patient confidentiality.

Manufacturer narrative:
Nihon kohden orangemed will submit a supplemental report if additional information becomes available.